Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with an access set when hanging secondary tubing to the primary. The pump would indicate that the secondary is running but it was not. There was no report of patient injury or medical intervention associated with this event. No additional information is available.